Event description:
Patient reported of the right side device: "deflation". Later, healthcare professional reported "deflation". Later healthcare professional reported "breast ptosis" not device related. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation.